Manufacturer narrative:
Reported defect: deflation of right breast implant. Bilateral exchange with mcghan devices. Backgrround: original surgery by dr in 1999, using hutchison hth 0450cc saline-filled implants, which were filled to an unk volume. Pt underwent bilateral replacement surgery in 2006. The implants were replaced with mcghan devices. Condition upon receipt: product was received in a peel pouch. The pack included distributors report and health professionals' paperwork, including decontamination certificate. Visual inspection: visual inspection identified a plug - shell approx 25mm in length, located on the posterior surface (when the product was held in such a postiion that the brand name was upright and horizontal). Product inspection: pressure testing could not be completed due to the size & position of the breach. Microscopic examination (x10) of the patch shell area identified a breach which follows the edge of the barrier patch, although the exact cause could not be determined. The product met all mfg and quality specifications post manufacture. Conclusion: no conclusion can be drawn.